Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue "efc 52" in the logs. This is a repeated failure where the solenoid drive board, the drive manifold and the transducer were replaced under a different complaint (mfg report number 2249723-2019-01359). To fix this issue, the fse installed a new front end board. The ac line cord cable was also replaced, and the fse then calibrated all transducers and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while the customer was performing morning checks, it was noted that the cs300 intra-aortic balloon pump (iabp) had an "electrical fails code #52". There was no patient involvement, and no adverse event reported.